Manufacturer narrative:
Not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is a synthes sales representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a loan kit inspection on (B)(6) 2018, the screw of a synframe insulated table clamp would not loosen. No procedure was performed and there was no patient involvement. This is report 1 of 1 for (B)(4).